Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bruxism, infection, abscess, mobility. Hardly adequate oral hygiene possible due to parkinson's. Same patient as mm2021_0710.